Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off, cracked belt clip slot, cracked case at reservoir tube window corner, reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the reservoir case had crack. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.